Manufacturer narrative:
The initial medical device report was submitted via an alternative summary report on 01/31/2018 under authorization number (B)(4) for manufacturer abbott under registration number (B)(4). Analysis was normal. No anomalies were found.

Event description:
The initial medical device report was submitted via an alternative summary report on 01/31/2018 under authorization number (B)(4) for manufacturer abbott under registration number (B)(4). New information available on (B)(6) 2018 states that, the system was explanted on an unknown date, due to unknown reasons. No further information was available.